Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the dissection of the neurovascular bundle of the lesser curvature of the stomach, the fenestrated bipolar forceps instrument is used to coagulate the adjacent vessels. When the instrument stops closing properly, a visual inspection was requested and a broken pulley of the instrument was observed. The procedure was completed with no reported injury.